Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and reset the connection from display board, but the issue persisted. The fse then reset the connection of display controller board and the problem rectified. There was no part replacement to resolve this issue. Only reset the connection of display controller board. After that, the fse observed the unit for 3 hours and it was in good working conditions. The unit was handed over to the customer.

Event description:
N/a.

Event description:
It was reported that during a during routine check, the cs300 intra-aortic balloon pump (iabp) unit's display was not working. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1event site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.